Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of her freestyle libre reader upon test strip insertion. Customer reported having contact with a healthcare professional who injected the customer with 30 units of insulin, and also increased his regular insulin dosage. No additional information was obtained as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of her freestyle libre reader upon test strip insertion. Customer reported having contact with a healthcare professional who injected the customer with 30 units of insulin, and also increased his regular insulin dosage. No additional information was obtained as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.